Event description:
During an in clinic follow-up, episodes of far r wave oversensing resulting in inappropriate mode switch was observed on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable.